Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(6), product type: programmer, patient. Product ID: 3889-28, lot# va0rzsf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy. The device was reportedly "not working for her" and adjusting settings had not resolved the issue. During the day, the device managed the patient's symptoms but she was having more frequency at night; the patient was getting up 6 or 7 times a night. The device was causing painful stimulation, noting that some of the program settings hurt the patient in different areas no matter what the level of stimulation was set at. The patient felt stimulation in areas where it was not supposed to be and it hurt. When sitting, the patient can feel the pressure which she never felt before. These symptoms had a sudden onset in (B)(6) 2015. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indication for use included urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information later received from the patient reported that the patient found a new managing physician on (B)(6) and notified them about the pain and loss of therapeutic effect. The doctor was sending the patient to a urology specialist. No appointment had been made yet. It was unknown what led to the new pain and increase in urination frequency.